Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, instability, burning, and unknown injury.

Manufacturer narrative:
(B)(4). Concomitant medical devices: nexgen precoat stemmed tib plt catalog # 00598002702 lot # 62204011; articular surface catalog # 00596202212 lot # 62176632. Multiple MDR reports were filled for this event: 0002648920-2016-00912, 0002648920-2020-00078. Visual evaluation of the returned device shows signs of use and bone cement remains. Additional information does not affect the previous root cause. Medical records were received and reviewed by a health care professional. Medical records indicated that during the revision, the tibial component was moving to manual palpation. The articular surface was removed without difficulty. Patella was well-fixed. The femoral component was removed without difficulty using a gigli saw with no additional bone loss. The tibial plate was removed with a rongeur without and evidence of fixation. Competitor implants were implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information received, it was reported that only tibial component was loose.

Manufacturer narrative:
This report is being submitted to amend: date received by MFR, type of reports, if follow-up, what type?, evaluation codes and additional MFR narrative. The device was not returned for review. The device history was reviewed and no deviations or anomalies were identified. The device was used for treatment. Revision of primary operative notes reveals patient underwent a left total knee replacement on. Operative findings reported excellent alignment from x-ray review and excellent range of motion and stability following procedure. Review of revision operative notes confirms patient underwent a revision left total knee replacement due to aseptic loosening. Pre-operative findings reported x-rays and bone scan revealed a loose tibial component and laxity in both extension and flexion on the medial side. Upon opening the knee, clear synovial fluid was reported. The tibial plate was reported to move with manual palpation. Patellar component was reported to be well fixed. The femoral component was removed without difficulty with no additional bone loss. Revision components were reported to reveal excellent alignment and position. Components were verified for compatibility. Per the zimmer nexgen knee profiler, no compatibility issues are noted. A product history search revealed no additional complaints against the femoral plate part and lot combinations. A definitive root cause of the loosening cannot be determined with the information provided.